Manufacturer narrative:
Medical devices: product ID neu_unknown_cath, product type catheter.

Event description:
Information was received from a patient who was receiving 2000mcg/ml baclofen at a dose of 849.2mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient's catheter had disconnected from their pump. The pump was replaced and a connector was put on. No further complications were anticipated/reported.